Manufacturer narrative:
The insulin pump was unable to perform the displacement test or occlusion test due to missing retainer. The device passed requirements for function tests. The pump was received with a broken reservoir tube lip, missing reservoir tube o-ring, faded serial number label, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window. Unit received with corroded battery tube.

Event description:
It was reported that insulin pump was broken on the reservoir hatch. Battery ends every 2 days. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.